Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the ball bearings and springs from the tibial articular surface provisional shims fell out during check in at distribution office and the bearings were lost. No adverse events have been reported as a result of this malfunction as there was no patient involvement.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination concludes that the returned part has one of components 1 and 2 disassembled / missing. Device history record was reviewed and no discrepancies were found. A redesign of the persona shim was conducted to allow locking of the assembly during handling, and insertion. This device was manufactured prior to the re-design. Therefore, the root cause is considered to be a previously addressed design issue for both devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.